Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication order did not synchronize to the station, showing an error indicating that the interface was down. A technical support specialist reached out to the customer who was connected to the interface at the time. The customer stated that the cce-service was down unexpectedly and started the service, resolving the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000 console , the medication order did not sync to the station, showing an error indicating that the interface was down. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.